Event description:
It was reported that a flogard infusion pump experienced an f_74 alarm. It was not specified when in the process this occurred. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced at the customer site by a field service technician. Review of the event log identified the reported f_74 alarm. The cause of the alarm was determined to be a damaged central processing unit (cpu). In order to address this condition, the cpu was replaced. The device was restored to a good working condition and returned to the customer. Should additional relevant information become available, a supplemental report will be submitted.